Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter continuous flow. Customer states that he withdrew the catheter through an 8fr sheath without a guide wire in place. The distal balloon was not fully deflated and jammed at the end of the sheath. The catheter separated at the distal balloon. The separated piece was removed and there were no ill effects to the patient.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.